Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine follow-up. Upon interrogation of the pulse generator, the device exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.